Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had occurred a malfunction with the oer-6 where the cleaning time was long and the cleaning time exceeded 30 minutes (excluding alcohol flush). The issue was found during reprocessing. There were no reports of patient involvement.